Event description:
Customer reported the system is displaying a charger failed error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the battery pack. System operates as intended.